Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 14l, an external fluid leak was observed in the "dialysis membrane". There was no patient involvement. No additional information is available.